Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 490 mg/dl at the time of incidence and other value was 446 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active. Customer was treated with manual shots. Customer did not allege insulin pump was under delivering the insulin. The insulin pump will not returned for analysis.